Event description:
The reporter had rec'd an er1 message, and immediately retested. He said he got a bg reading which he felt was accurate. He stated that he had not been feeling well and had gotten high readings 'once in a while.' He said that he had had a "high" reading at which time he felt his sugar at the time could be over 500. His dr had requested him to get in touch when his sugars go high. He said that he has "a lot of stress at home and I've had a bad toe infection." When asked if he adjusts his medication to his bg readings he said "yes" and that he felt he was getting accurate results (from testing) and taking the correct dose of insulin. He also suggested he may have moved the meter once in awhile during testing. His meter is being replaced.